Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and received with the helix fully retracted. The distal conductor was distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector. Damage at implant noted. Primary analysis finding indicated distal conductor fracture.

Event description:
It was reported, during an implant procedure, the atrial lead was positioned in the atrium and screwed into the atrial appendage. Values were not optimal. Therefore, the screw was retracted, and lead was repositioned. However, the lead helix would not come out of the lead. The lead was removed, and a new atrial active fix lead was implanted successfully. No patient complications have been reported as a result of this event.